Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated the architect i2000sr analyzer shut off suddenly and then there was a burning smell and smoke. When the architect i2000sr analyzer was powered up, sparks and smoke came from the refrigerator area. No operator injury was reported.

Manufacturer narrative:
The field service representative identified no evidence of fluid leakage onto the refrigerator with replaceable fan; the part was replaced. A file image was provided that confirmed the scorching observed near the refrigerator power cable socket. A review of the analyzer service history did not identify issues that may have contributed to the current complaint. There have been no further concerns with the refrigerator since the part was replaced. The architect system operations manual provides the user adequate information regarding electrical hazards; performing an emergency shutdown of the i2000sr. The architect I systems service and support manual contained instructions for the removal and replacement of the refrigerator with replaceable fan. The 2017 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The scorching on the refrigerator with replaceable fan did not spread to other areas of the analyzer. No adverse trends for tickets with replacement for the refrigerator with replaceable fan were identified in a 12 month reporting timeframe review. A review of the architect product monitoring found no adverse trends of the architect i2000sr with regard to this issue. Taken together, no systemic issue or deficiency was identified.